Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint, concerned a (B)(6) male patient of (B)(6). Medical history included coronary heart disease. Concomitant medications included acarbose and repaglinide both used for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) via a cartridge from a reusable pen (humapen ergo ii), 5 or 6 units, (each morning and evening) twice daily, subcutaneously for the treatment of diabetes mellitus beginning on an unknown date in 2012. Humapen ergo ii began in (B)(6) 2014. On an unknown date in (B)(6) 2014, while on insulin lispro protamine suspension 75%/insulin lispro 25%, his blood glucose was too high (values and reference range not provided) and he was hospitalized for this event on an unknown date. On an unknown date in (B)(6) 2017, possibly the humapen ergo ii, appeared inaccurate dose (lot no, 1508d03, (B)(4)). He could use his humapen ergo ii for five days, but as on (B)(6) 2018, it ran out after using 4 days. Information regarding corrective treatment, further hospitalization detail and outcome of the events was not reported. Insulin lispro protamine suspension 75%/insulin lispro 25%, therapy was continued. Use of humapen ergo ii was continued. The operator of the device was patient and his training status was unknown. The general device duration of use was unknown, beginning on an unknown date in (B)(6) 2014, and the suspect device duration of use was not provided. The use of the suspect device was continued and its returned was expected. The reporting consumer was not sure for relatedness of the events with insulin lispro protamine suspension 75%/insulin lispro 25%therapy and did not provided any relatedness for humapen ergo ii. Update 31jan2018: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is a downgrade report, which no longer meets the criteria for expedited reporting.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint, concerned a (B)(6) male patient of han nationality. Medical history included coronary heart disease. Concomitant medications included acarbose and repaglinide both used for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) via a cartridge from a reusable pen (humapen ergo ii), 5 or 6 units, (each morning and evening) twice daily, subcutaneously for the treatment of diabetes mellitus beginning on an unknown date in 2012. Reportedly, the humapen ergo ii began in (B)(6) 2014 (conflicting information of pen not being manufactured until after this date). On an unknown date in (B)(6) 2014, while on insulin lispro protamine suspension 75%/insulin lispro 25%, his blood glucose was too high (values and reference range not provided) and he was hospitalized for this event on an unknown date. On an unknown date in (B)(6) or (B)(6) 2017, possibly the humapen ergo ii, appeared inaccurate dose (lot no, 1508d03, (B)(4)). He could use his humapen ergo ii for five days, but as on (B)(6) 2018, it ran out after using 4 days. Information regarding corrective treatment, further hospitalization detail and outcome of the events was not reported. Insulin lispro protamine suspension 75%/insulin lispro 25%, therapy was continued. Use of humapen ergo ii was continued. The operator of the devices was the patient and his training status was unknown. The general device duration of use began on an unknown date in (B)(6) 2014, while the duration of use for both suspect devices was not provided. The return status of the suspect devices was not provided. The reporting consumer was not sure for relatedness of the events with insulin lispro protamine suspension 75%/insulin lispro 25%therapy and did not provided any relatedness for the suspect humapen ergo ii devices. Update 31jan2018: updated medwatch fields for expedited device reporting. No new information added. Edit 06mar2018: upon internal review of the information received on 25jan2018, added another humapen ergo ii. Updated device relatedness from device nhcp to not associated for the suspect humapen ergo ii relating to (B)(4). Corresponding fields and narrative updated accordingly. Update 09mar2018: updated medwatch fields for expedited device reporting. No new information added.